Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator stopped operating during patient transport with no audible alarm. There was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.